Event description:
This is an adverse event recorded on a crf as part of the (B)(6). After a focal ablation, the patient experienced dysphagia. At one month follow up, a stricture was found at 26 cm. Another stricture was found at 30-35 cm. The patient was subsequently dilated and prescribed proton pump inhibitors (ppi) to be taken for one month. It was reported that the symptoms improved. At 3 month follow up, the strictures remained and the patient was dilated a second time. At the follow up 8 months post procedure, there were no strictures. Per the physician, the severity of the event was severe, the relationship of the event to the device procedure was probable and there was no device malfunction.

Manufacturer narrative:
This event was taken from our clinical registry. No sample was returned therefore no analysis was performed. Should additional information pertinent to this event become available, a follow up report will be submitted. (B)(4).